Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. Patient gender: unknown. According to the reporter: after the introducing the trocar, and while the removal of the obturator the knife blade cover came off and stayed inside the cannula. The surgeon removed the cover piece with a clamp and continued the procedure normally. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported.